Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system encountered repeated drawer failures attributed to a malfunction in the row board cable connection. A field service engineer reseated the row board cable to the drawer controller across all drawers to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced frequent drawer failures. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.